Event description:
It was reported that the system 9800 display is distorted and that the system becomes locked up requiring reinitialization. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Discovered that the interconnect cable was defective and the control panel processor cable was found to be damaged. Both cables were replaced. The system was tested and found to be working as intended and placed back into service.